Manufacturer narrative:
(B)(4) date sent 2/27/2025 d4 batch #258c72. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached from two post of the distal end as if the anvil was pulled out off the device and the anvil assembly was not properly seated on the anvil shroud causing the staple height selector to be loose and with no reload present. Further analysis shows the anvil locks on the anvil shroud were damaged. The device was disassembled and the staple height selector was noted broken. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 258c72, and no non-conformances were identified. The lot#309c67 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a whipple choleycystectomy the anvil of the gun was broken after the second fire of the cartridge.